Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to not deploy. The device data indicated the device operated correctly and was deactivated at (B)(4) pulses. Inspection of the adhesive pad and adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported high blood glucose (bg) levels of 14 mmol/l (252 mg/dl) while wearing the pod between 24 and 36 hours on the leg. Corrections were administered using the pod but the bg levels did not decrease. The patient reported that the needle did not deploy as the pink slide did not move forward; indicating a needle mechanism failure. It was noticed that the pod was leaking during wear and the adhesive pad was loose around the cannula area. Hyperglycemia treated by bolus.